Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: concomitant prod: 5076-45 lead, implanted on (B)(6) 2017 429688 lead, implanted on (B)(6) 2017 694765 lead, implanted on (B)(6) 2008 additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model #:1420/catalog #:1420/ expiration date: 30-sep-2019/serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 19-sep-2018 labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿ controller model #:1420/ catalog#:1420/ expiration date: 30-sep-2019/serial #: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 19-sep-2018 labeled for single use: no (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that log file review showed multiple ventricular assist device (vad) disconnects. The patient was found with both batteries disconnected from the controller. The vad also exhibited low flows and multiple electrical fault alarms. One controller exhibited unexpected power losses and a vad stop. The controller was exchanged. The second controller exhibited a vad stop alarm as well. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and two controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller initially in use at the time of the event. Review of the controller log files associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2022 at 21:14:03. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 71% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 3 minutes and 51 seconds. No anomalies were recorded leading up to the loss of power. A vad disconnect alarm was then logged at 21:14:11, indicating that the driveline was not connected to the controller when it was powered up. Two (2) additional controller power-up events were logged at 21:15:06 and 21:15:47, with subsequent vad disconnect alarms at 21:15:14 and 21:15:54. The vad disconnect alarm cleared at 21:15:57, after which a successful motor start event was logged, indicating that the driveline was reconnected to the controller. One (1) low flow alarm was logged at 21:16:41. An event exception was recorded at 21:26:53 indicating an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). A high watt alarm was then logged at 21:26:58, likely triggered due to the increased power consumption required to run on a single stator. An additional controller power-up event was logged at 21:27:52, with an associated vad disconnect alarm logged at 21:28:00. An electrical fault alarm was logged at 21:28:26 due to an open phase on the front stator, and a high watt alarm was then logged at 21:28:26 likely due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 21:28:29 due to open phases on both stators, two (2) electrical fault alarms were logged at 21:29:13 and 21:29:34 due to the rear stator not being connected, one (1) electrical fault alarm was logg ed at 21:29:47 due to the front stator not being connected, another vad disconnect alarm due to open phases on both stators was logged at 21:29:54, and another electrical fault alarm due to the rear stator not being connected was logged at 21:30:02. Additionally, three (3) vad disconnect alarms were logged between 21:28:44 and 21:29:40, indicating physical disconnections of the driveline from the controller, likely due to troubleshooting. A vad stopped alarm was logged at 21:30:33 due to a failure of the pump to restart after several attempts. A vad disconnect alarm was then logged at 21:34:07, followed by a controller power-up event at 21:37:58. An additional vad disconnect alarm was then logged at 21:38:06, indicating that the driveline was not connected to the controller when it was powered up. The vad disconnect alarm cleared at 21:38:25, after which a successful motor start event was logged, indicating that the driveline was reconnected to the controller and the pump was able to restart successfully. Analysis of the alarm log file pertaining to (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2022 at 14:38:56 and on (B)(6) 2022 at 21:58:15, likely due to the controller being powered on without the driveline connected. An electrical fault alarm was then logged at 21:58:21 due to the rear stator not being connected. A vad stopped alarm was logged at 21:58:50 due to a failure of the pump to restart after several attempts. Two (2) additional vad disconnect alarms were logged at 21:59:23 and 22:01:49, indicating physical disconnections of the driveline from the controller. The data and event log files pertaining to (B)(6) covering the reported event date were not available for analysis. As a result, the reported event was confirmed. A possible root cause of the initial controller loss of power can be attributed to the disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation and the available information, a possible root cause of the electrical fault alarms, high watt alarms, and vad disconnect alarms associated with open phases on both stators can be attributed, but not limited, to a marginal driveline connection and/or contamination by foreign material of the driveline connector. The most likely root cause of the remaining vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. The most likely root cause of the remai ning controller losses of power can be attributed, but not limited, to troubleshooting and/or the reported controller exchange. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21, which was initiated for pumps with failures to restart. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: (B)(6) ¿ controller 2.0 h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c04 h6: FDA conclusion code(s): d10, d15 (B)(6) ¿ controller h3: yes h6: img code(s): g0200701, g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23, c04, c19 h6: FDA conclusion code(s): d15, d10, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.